Event description:
The patient was having a right total hip arthroplasty by direct anterior approach. During the insertion of the cup, the cup inserter device tip broke. The tip was successfully removed. Upon inspection, the device was noted to have "sample not for clinical use" inscribed.